Event description:
The user reported that during a diagnostic catheterization procedure, large bubbles were seen in the system coming down form the contrast management burette. The bubbles were noticed near the end of the case after the contrast media was gone. The user was unsure exactly where the bubbles were coming from as all of the connections were confirmed to be tight. The contrast management burette was replaced. The air bubbles were then extracted and the system was re-prepped. The user was able to successfully complete the procedure. No harm or injury reported.

Manufacturer narrative:
Device evaluation: one used suspect device was returned for evaluation. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints reported for this lot number. Simulated use testing was performed on the returned device. No issues were identified. The user's complaint could not be confirmed. Five additional units from a different lot were pulled from existing inventory and tested under stimulated use conditions. These devices also performed as intended with no issues identified.